Event description:
During a left interio rlobectomy procedure, the device cut, but did not staple. They had to repair the vessel by hand suturing with prolene. It is not noted how the case was comleted. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information acnticipated, but unavailable at this time.